Manufacturer narrative:
The distributor reported that the customer was able to install a different battery, which latched securely, and the AED powered on successfully. Although requested, the battery pack has not been returned and the cause of the complaint is not known.

Event description:
An international distributor reported a customer's battery pack will not stay latched in their AED. The customer did not report this occurring during patient use.